Event description:
A nurse reported that there was endophthalmitis post cataract and vitrectomy combination surgery. There was no information about current patient condition. Additional information has been requested but none received till date. This report pertains to one of the two patients experiencing endophthalmitis reported from same facility. This report pertains to procedure pak involved in reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.